Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder scope procedure the bottom jaw of the expressew iii sutuer passer w/ hook was bent. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned.

Manufacturer narrative:
H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
H10 additional narrative: investigation summary ==> according to the information provided, it was reported by the sales rep via phone that during a shoulder scope procedure the bottom jaw of the expressew iii sutuer passer w/ hook was bent. The complaint device was received and evaluated. Visual observations confirm that the upper jaw was bent. The complaint can be confirmed. The functional test was performed, a needle was loaded into the device and was tested on a sample rubber and interference was felt during deploy. The possible root cause for the reported failure can be attributed to user mishandling of the device or excessive force used in the device. For interference during deploy can be related to the device has seen heavy use and repeated cleaning/ sterilization cycle; also, an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components. However; this cannot be conclusive determined a manufacturing record evaluation was performed for the finished device [(B)(4). ] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [(B)(4). ] number, and no non-conformances were identified.